Event description:
Unintended detachment into the microcatheter when removing the coil from aneurysm for detachment eval. When microcatherer was removed the coil released inside the parent vessel. When removing this coil, the first coil placed (micrus spherical coil) was also snared. Both were successfully snared and removed together with no clinical sequelae.